Event description:
It was reported the subject device had an error that caused an incomplete seal. The issue occurred during an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.